Event description:
While baxter prismax continuous renal replacement therapy (crrt) system was running, patient was working with physical therapist / occupational therapist. Machine started to pull air through the access line, unable to troubleshoot and filter/blood lost. All lines were double checked, and all connections were secure. A second filter was primed and restarted, within minutes the deaeration chamber started to foam and air was being pulled into the access line again. Patient line was clamped and return line was clamped with hemostats. Two other registered nurses (rns) assisted this rn in troubleshooting. Icon was called, machine was troubleshooted for about 10-15 min and it kept pulling in air. Saline used to recirculate blood and patient was disconnected for safety. In the end, blood and filter was lost. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
While baxter prismax continuous renal replacement therapy (crrt) system was running, patient was working with physical therapist / occupational therapist. Machine started to pull air through the access line, unable to troubleshoot and filter/blood lost. All lines were double checked, and all connections were secure. A second filter was primed and restarted, within minutes the deaeration chamber started to foam and air was being pulled into the access line again. Patient line was clamped and return line was clamped with hemostats. Two other registered nurses (rns) assisted this rn in troubleshooting. Icon was called, machine was troubleshooted for about 10-15 min and it kept pulling in air. Saline used to recirculate blood and patient was disconnected for safety. In the end, blood and filter was lost. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
While baxter prismax continuous renal replacement therapy (crrt) system was running, patient was working with physical therapist / occupational therapist. Machine started to pull air through the access line, unable to troubleshoot and filter/blood lost. All lines were double checked, and all connections were secure. A second filter was primed and restarted, within minutes the deaeration chamber started to foam and air was being pulled into the access line again. Patient line was clamped and return line was clamped with hemostats. Two other registered nurses (rns) assisted this rn in troubleshooting. Icon was called, machine was troubleshooted for about 10-15 min and it kept pulling in air. Saline used to recirculate blood and patient was disconnected for safety. In the end, blood and filter was lost. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.